Manufacturer narrative:
Other, no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the disposable was observed to have a crack and a leak at the ?bungs" causing backflow. No adverse patient effects were reported by the customer.